Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in capture threshold was observed on the left ventricular lead. No patient symptoms were reported. Fluoroscopy revealed an externalized conductor. The patient received a new pacing system on (B)(6) 2015. The prior system remained implanted but was disabled. The patient was noted to be in good condition throughout the event.